Event description:
It was reported that an alert/notification settings issue occurred. Date of event is an approximation. On (B)(6) 2025, it was reported that before going to bed, the patient took 2 units of insulin and between 2:30am-2:45am the cgm reading was 60 mg/dl but the receiver didn't make a sound to alert patient. Then the patient lost consciousness. His wife called 911 the paramedic arrive to his house around 3:00 am, they took a bg reading which was 34 mg/dl and treated the patient with IV glucose. The patient was taken to the hospital and the wife follow behind by car. At the emergency department (ed) they took a bg reading which was 34 mg/dl and the patient was treated again with IV glucose. After 2 hours the patient regained consciousness. The bg was between 110-120 mg/dl. After 6 hours and the patient was discharged from the hospital on (B)(6) 2025 and his bgm was between 100-120 mg/dl. It was reported that the patient thinks he took too much insulin before going to bed that time, that maybe the reason why he lost consciousness. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that alert/notification settings. The product was evaluated. An exterior visual inspection was performed and no damage was found. Receiver charge and receiver boot was performed and passed. Data log analysis was performed and passed. Functional test results was performed and passed. Alarm/alert manual test was performed and passed. Speaker/vibrator resistance measured was performed and passed. Internal visual inspection was performed and failed due to water damage. The receiver log was downloaded and reviewed finding no errors related to the complaint. Customer¿s complaint was undetermined due to insufficient information. The allegation was undetermined. The probable cause could not be determined as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on (B)(6) 2025. It was reported that an alert/notification settings issue occurred. Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete. No additional patient or event information is available.